Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were having trouble with the reservoirs and filling. It was noted that the customer's blood glucose readings have gone as high as 425 mg/dl. High blood glucose reading troubleshooting was declined. It was noted that the customer treats the high blood glucose readings with the insulin pump. No product is being returned for analysis.